Event description:
A hospital pharmacist contacted customer service regarding one of the hospital's breeze2 meters. About a month earlier, a patient's blood glucose was tested using a breeze2 meter and the result was around 100 mg/dl. The patient's blood glucose was also tested using a lab test and that result was 8 mg/dl. She said the patient was in a coma as a result of her blood glucose. The difference between the blood glucose readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The pharmacist was unable to provide any additional information about the event. At this time, no product will be returned.

Manufacturer narrative:
The caller did not have the product(s) with her at the time of the call, so it was not possible to obtain that information. It's not possible to determine the manufacture date without the product information.